Manufacturer narrative:
Novocure medical opinion is that the weight of carrying the optune gio device may have contributed to the lower back pain. Back pain is an expected event with optune gio device use (ef-11 2% and 10% ef-14 optune arm).

Event description:
A 49-year-old female patient with newly diagnosed glioblastoma (gbm) started optune gio on (B)(6) 2024. On (B)(6) 2025, the patient reported experiencing severe lower back pain and noted that wearing the optune gio device appeared to be contributing to her symptoms. As a result, she had been undergoing physical therapy. Optune gio therapy was temporarily discontinued. Attempts to contact the prescribing physician for further details were made, although no response was received.